Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has experienced urinary incontinence since their previous surgery, which led to a surgical procedure. During surgery, the entire aus was removed and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Event date: approximated based on event description.